Manufacturer narrative:
An event of aortic stenosis due to calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted in the aortic position. Four years later, the patient had symptoms of fatigue, and aortic stenosis due to calcification was found on echocardiogram. On (B)(6) 2018, a valve in valve procedure was performed with a sapien xt implanted into the prosthesis. The patient is reported to be stable.